Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "polyethylene wear against alumina and zirconia heads in cemented total hip arthroplasty" written by bojian liang, md, phd, keiichi kawanabe, md, phd, kentaro ise, md, hirokazu iida, md, phd,y and takashi nakamura, md, phd published by the journal of arthroplasty vol. 22 no. 2 2007 accepted by publisher 12 march 2006, was reviewed. The article's purpose is to report a radiologic review of hip prostheses with alumina ceramic and zirconia ceramic heads in cemented tha that were followed up for average period of 5.4 years. The only indicated depuy product was the cmw1 bone cement utilized with non-depuy acetabular sockets and cmw3 bone cement utilized in non-depuy femoral stem components. Findings of adverse events of 1 hip revision due to aseptic loosening of the proximal femoral stem at 50 months after initial tha without indication of which interface was loose. No other adverse events associated with the bone cement.